Event description:
Information was received from a consumer who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was requesting reprogramming because she was experiencing some pain, discomfort and irritation around her ins site. The patient reported that a day before the call she had an accident where she was behind a door and someone came out and she was hit with the metal handle of the door "sorta" near the implant. (However the patient did indicate that symptoms started prior to this incident). The patient asked for some assistance changing programs/groups using her patient programmer. The patient did not appeared to have multiple groups to choose from and when they tried to increase amplitude she stated that she got a burning sensation in her hip area. She also confirmed that the burning sensation went away when she decreased the amplitude again. The patient confirmed she would follow up again with the managing physician regarding her symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.